Manufacturer narrative:
There was no sample returned for evaluation. The ph and osmo are tested by the chemical lab on a reference sample and all results are within the specifications. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, reference sample is conform the specifications for the tested parameters and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. None - no product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient developed severe uveitis, fibrin, iris synechiae and hypopyon after a cataract extraction procedure. The patient required subsequent surgical reintervention of anterior chamber washing and treatment with antibiotics, anti inflammatory drops and a cycloplegic. The patient was not hospitalized. Currently the patient is experiencing "low vision". Additional information was requested and received. This report represents patient one from this facility.

Manufacturer narrative:
One folding box, one leaflet and one unopened blister with its components were received as complaint sample. Since the returned sample is conform to the specifications for the tested parameters, the complaint cannot be confirmed. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. After investigation we can conclude that the investigated. The manufacturer internal reference number is: (B)(4).